Event description:
It was reported that the user experienced a roller coaster pattern of blood glucose after starting a replacement ilet and recently changed the infusion site; the user attributed the fluctuations to learning behavior of the system, used oral glucose for lows, and there were no alerts or alarms noted. Symptoms included episodes of hypoglycemia and hyperglycemia with associated lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.